Event description:
Caller reported a cartridge alarm, and there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer noted occurrence with consecutive cartridges, confirmed by technical support. Cts decided to replace the pump as a resolution.